Event description:
It was reported that after initial implant procedure, patient's new implanted atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.